Event description:
The case was completed with this electrode and there was no problems but during the case, reporter noticed the patients arm inovate and jerk a little, the scope was touched the unit did not fault and a small amount of carbon was then seen on the scope. Reporter also noticed that a small piece of the electrode was missing above the suction hole at the tip, the electrode was missing above the suction hole at the tip. Teh electrode still worked but reporter am interested to know what happen to the piece of electrode, is in the patient or welded to the scope of cannula?"